Event description:
A high readings issue was reported with the freestyle libre sensor. Customer experienced a loss of consciousness while sleeping and his wife scanned the sensor, and obtained a reading of 140 mg/dl. Paramedics were called and upon their arrival, a reading of 35 mg/dl was obtained on their device. Customer was treated with a glucagon injection and intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.